Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Corrected information: b.3.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. The tracking number was verified and no information was found that the customer sent the sample. At this time a search in the sap system was performed, to verify the product availability for companion samples at the dcs; the entire lot has been sold and distributed, see attachment a for stock search and tracking search. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. As the device was discarded and not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a fluid leak was discovered after a pd treatment was cancelled during drain 4. Prior to cancelling the treatment there was an air detected in cassette warning. Fluid was then noticed leaking from the cassette chamber. Inside the cassette door there was fluid in the pump module and on the exterior of the cassette. In a follow up call to the pdrn it was reported that the patient was actually in training in the clinic, so another cycler was used to complete treatments at the clinic until the patient¿s personal cycler arrived. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment at home with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.